Event description:
Pt had surgery 7/19/96 for total vaginal hysterectomy with a laparotomy for arterial bleeding and a burch procedure. Drain placed. On 7/22/96 when staff went to remove the drain, which was not draining, they had difficulty. Dr then pulled on the tube and it broke off at the skin. Pt needed to go to surgery 7/22/96 for retrieval of the drain tubing. Local anesthesia. It was not sutured in.